Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that procedure was to treat a perforation in the ostial proximal left anterior descending (lad) and distal left main trunk (lmt) arteries. The 4.8x16m graftmaster covered stent was advanced to the target lesion and the stent was implanted; however, post deployment the shaft separated during removal in the aorta. The separated balloon was snared from the patient, which caused a clinically significant delay in treating a noted residual leak where the stent was implanted. The patient went into shock, respiratory failure and pericardial effusion was noted which required pericardiocentesis and an impella device. Another graftmaster stent was used to continue the procedure. No additional information was provided.